Event description:
It was reported that the pt has been having intermittent static for approx one year. She has not been consistently wearing her speech processor for the last few months. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.